Manufacturer narrative:
The reported events of high capture thresholds and no sensing were confirmed. The complete lead was returned in one piece for analysis. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fracture. The shorting between conductors was found due to inner coil being over-torqued at the connector region. The cause of the reported events is consistent with procedural damage.

Event description:
It was reported that the patient presented for implant procedure. After the right atrial (ra) lead was positioned, it was noted that there were high capture thresholds. The physician then repositioned the lead and it was noted that the lead was not sensing. The physician attempted measuring sensing values on the ra lead using the patient system analyzer (psa) and still there was no sensing. Therefore, the physician elected to use a new lead instead and it was successfully implanted. The patient was in stable condition.